Manufacturer narrative:
Concomitant medical products: 694758 lead, implanted: (B)(6) 2009.

Event description:
It was reported that the patient experienced diaphragmatic stimulation. Additionally, the lead alert triggered, and the lv lead exhibited low impedances and high thresholds. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.